Event description:
It was reported that the safety mechanism disconnected from the bd eclipse¿ safety needle when removing it from the packaging. The following information was provided by the initial reporter: "the safety device on a 1in needle was disconnected upon removing it from the packaging."

Manufacturer narrative:
H6: investigation summary : to aid in the investigation of this incident, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, an eclipse needle was observed without the safety shield attached, the safety shield was loose next to the needle product. However, without the physical sample, we are unable to determine if any of the product components were damaged or if the shield just disengaged. Twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for further examination. No signs of defect were observed in the safety mechanisms, and it was possible to properly activate each safety shield following the instructions for use (IFU). Without the affected physical sample, we are unable to identify an exact cause for this incident. A device history record review was completed for provided material number 305891 and lot number 2012005. The review did reveal one quality notification during the production process that be related to this reported issue. Each lot produced is tested for final safety shield activation prior to release. Lot number 2012005 was found in compliance with specifications before release. The assembly process has an inspection system in place which inspects all product for proper opening and activating of safety shields, rejecting any defects identified. Based on the provided feedback regarding how the safety shield disconnected upon removal from the package, it is possible that an issue with the safety shield assembly to the hub component occurred.

Event description:
It was reported that the safety mechanism disconnected from the bd eclipse¿ safety needle when removing it from the packaging. The following information was provided by the initial reporter: "the safety device on a 1in needle was disconnected upon removing it from the packaging."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.